Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned where it was discovered that the distal conductor was fractured. The inner tubing was kinked/buckled at various locations throughout the lead. There was blood/body fluid in/on the helix, the sleevehead and the outer overlay tubing near the connector. There were cuts and melted insulation observed on the outer insulation of the is-1 connector leg. Near the connector, the outer insulation was breached due to cuts and had cosmetic depression. There was a white substance on the exposed defibrillation coil. Tip seal observation.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the patient received two inappropriate shocks during the lead revision. The lead had high impedance, was oversensing, and the lead integrity alert had triggered. The lead was removed and replaced. No further patient complications have been reported as a result of this event.